Manufacturer narrative:
Customer did not return the complaint prod for eval.

Event description:
It was reported that a perforation occurred during a pace mapping procedure on the left ventricle using a navister thermocool f curve catheter. Customer did not know the lot number, and was unsure whether the catheter contributed to the event. Several subsequent follow up attempts were made in an effort to obtain pt status info. However, no add'l info could be obtained from customer.